Event description:
Reporter indicated that vns pt's voice is very weak and hoarse. Treating neurologist believes that the pt may either have a case of laryngitis or vocal cord problems from implant surgery and has prescribed antibiotics. Stimulation has not yet been initiated. The pt has not been diagnosed with vocal cord paralysis to date, but has been referred to ent for laryngoscopy.